Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information indicating the patient is a 56 year old male who is reported to be fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30422928m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After completion of cavotricuspid isthmus (cti) line, the patient¿s blood pressure dropped, and a small amount of pericardial effusion was confirmed by body surface echocardiography. Pericardiocentesis was performed and about 300 cc of venous blood was extracted. The patient has recovered from the issue and was discharged from the hospital. There¿s no indication that prolonged hospitalization was required. The physician believes the causality of the event is unrelated to the bwi product. No bwi product malfunctions nor error messages were reported. No further details were provided.